Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against device. Healthcare professional confirmed right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: creases flat, opening curved on radius and delamination of the valve. Leak test and microscopic analysis were performed which identified: striated opening on radius and delamination total of the valve. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure) and a striated opening on radius assessed as surgical damage."

Event description:
Healthcare professional reported "deflation" against device. Healthcare professional confirmed right side deflation. Device has been explanted and replaced.